Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with large incisional hernia thereby underwent open repair with implant of ventrio st mesh. Per operative notes, ¿the hernia sac was amputated and a ventrio st mesh was placed in the intra-abdominal position and sutured.¿ (B)(6) 2016 - patient underwent nonoperative treatments for small bowel obstruction. (B)(6) 2016 - patient was diagnosed with small bowel obstruction thereby underwent repair with partial explant of mesh. Per operative notes, ¿there was a single loop of small bowel densely adherent to the mesh. A portion of mesh was excised to free the loop of bowel. The internal hernia was identified and an adhesive band was lysed. The fascial defect was then closed using sutures.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, mesh migration, infection, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventrio st mesh, patient was diagnosed with bowel obstruction, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-apr-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.